Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that they were experienced high blood glucose due to the sensor. Blood glucose level at the time of the incident was 561 or 580 mg/dl. Customer stated they had two bent cannulas. Customer stated they had two previous cannulas bent and has only treated with the insulin pump and had not manual injection with fast acting. The insulin pump will not be returned for analysis.